Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-may-2023. Investigation summary: eight hundred eighteen samples were provided to our quality team for investigation. Two hundred fifty samples were randomly selected for investigation. A visual inspection was performed with 10x magnification. No defects or imperfections were observed. All samples have epoxy covering 100% the needle-hub area. Based on the investigation with the sample analysis the symptom reported could not be confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported while using bd safetyglide¿ needle only, 23 g x 1 in. The needle broke. There was no report of patient impact. The following information was provided by the initial reporter: we had a defect with a safetyglide needle occur while we were administering a vaccine to a small child. A nurse administered pentacel to a 4 month old patient. After injecting the medication into the infants thigh, she went to pull the needle out and the needle remained in the child's leg. The safety part was still attached to the syringe.

Event description:
It was reported while using bd safetyglide¿ needle only, 23 g x 1 in. The needle broke. There was no report of patient impact. The following information was provided by the initial reporter: we had a defect with a safetyglide needle occur while we were administering a vaccine to a small child. A nurse administered pentacel to a 4 month old patient. After injecting the medication into the infants thigh, she went to pull the needle out and the needle remained in the child's leg. The safety part was still attached to the syringe.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.